Event description:
Customer reported with an issue of error message e315 scope error (scope communication error). The issue occurred during an unknown event. The facility completed the intended procedure with another similar device with no delay. There was no patient harm or injury reported due to the event .no user injury reported.

Manufacturer narrative:
The subject device was evaluated. The customer reported issue of error e315 was confirmed. Device inspection and evaluation found fluid invasion inside the s-connector (scope connector) causing error e315. The venting connector was found leaking. Service repair noted that the unit works normal after it was placed and completed drying the scope. Evaluation found the customer reported issue was confirmed. The issue found could be attributed to fluid invasion inside the scope connector as the error disappeared and the unit worked normal after drying the scope. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: initial reporter: (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. The connector cap of leakage tester was attached/detached to venting connector of the device under water. Due to the device handling above, water invaded the scope connector, electrical components were broken, and the error message was displayed. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). Inspection of the endoscopic image. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.